Event description:
It was reported that the physician received an alarm from the patient's device regarding oversensing due to myopotentials. Device reprogramming was performed, however, the oversensing was not completely resolved. The patient was asked to come to another clinic for further reprogramming. The patient refused the second visit.

Manufacturer narrative:
(B)(4).